Event description:
After positioning the graft through the vectra tuneler in the left upper extremity, the graft showed evidence of unraveling. Neither anastomosis had started. The graft had been positioned according to the manufacturer's recommendations. The graft was immediately removed and another graft was placed without incident.